Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and no issues were noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set became disconnected from the titanium adapter during peritoneal dialysis therapy. The technical service representative assisted the customer with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.